Manufacturer narrative:
Additional information: d9, h3, h6, and h11: h11: the device was received for evaluation. Visual inspection of the actual sample showed that the dialysate pump segment was cut in two places. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the service pump segments cuts was determined to be related to worn/damaged rotors on the control units in use. The condition was not product related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified line of a prismaflex st100 set was observed to be torn during priming. There was no patient involvement. No additional information is available.